Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon used a tsw45 and after firing he noticed bleeding along the staple line and in (1) area of the staple line he noticed a "pumper". An er320 was used to maintain hemostasis. There was no consequence to the pt.